Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio error. Customer's blood glucose value was unknown at the time of the incident. The customer stated that the beep test failed as sound was different between 1 and 5 in volume. The device will return for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Audio/vibrate anomaly/absence of alarm and pump error 63 confirmed during testing. Noted broken trace at pin 1 of ambient light sensor and isolated audio/vibrate anomaly/absence of alarm failure to electronic stack. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.